Event description:
The customer reported that the collimator cover is broken.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep ordered the collimator cover and collimator cover gasket. He installed the gasket on the new collimator cover and installed the cover. The system is operating as intended.